Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08640 inches. No insulin flow blocked alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low and high blood glucose, with blood glucose of over 400 and under 20 mg/dl at the time of the incidents. The customer did not provide more details of the incidents. The customer was most likely wearing the insulin pump during the incident. The customer stated the pump was over and under delivering insulin. The customer was getting insulin flow blocked alarms even when the reservoir was not in the pump. Troubleshooting was not completed as these were past events. The insulin pump will be returned for analysis.